Event description:
It was reported that non sustained lead noise was noted due to post-paced t-wave oversensing on ventricular lead when an asymptomatic patient presented through merlin at home transmission. Recommended reprogramming was done. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.